Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working, it was reported a hole in the reservoir. The ipp was explanted and replaced. There were no patient complications reported.